Manufacturer narrative:
Event date: (B)(6) 2014. Additional suspect medical device components involved in the event:   model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm. Model#: sc-4316, lot/serial#: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had a non-device related skin infection. The patient underwent an explant procedure. No further information provided.